Event description:
The customer is performing correlation studies with the axsym bnp assay (lot 50760hn00) on this instrument and noted five samples out of twenty that did not correlate well with other axsym analyzers in their group. Sample #1 on a verified axsym analyzer = 24 pg/ml and on the new axsym analyzer = 79 and 59 pg/ml. The cta noted preventive maintenance and controls issues with the suspect analyzer and advised that a service call be initiated to check the analyzer before any further correlation testing is performed. The customer also agreed to vortex and recentrifuge the five suspect samples. Fresh samples will also be collected to rule out sample integrity issues (samples in current study were two weeks old). There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.